Event description:
It was reported by the affiliate the tcr75 was used during an unknown procedure. It was reported after reloading the tlc75 with the tcr75, the device would not fire. The tcr75 is being returned. There was no consequence to the patient.